Manufacturer narrative:
The returned device was evaluated. During evaluation, it was found that the "user interface one time command overwrite" error message would appear when pushing any buttons on the front of the device. The unit was unable to engage in monitoring. It was determined that the ui board was defective.

Event description:
It was reported that the unit keeps turning off. There is no report of any patient impact or consequence as a result of the issue. No other details have been provided.